Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the desktop charger (model: 37761; s/n: (B)(6) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was pt rep said the pt's recharger (insr) port was damaged. Caller said they went to recharge the pt's insr because the battery was low and noticed it wasn't charging. When they looked in the port for the desktop charger (dtc), they noticed 2 of the pins were bent down. Pt rep said the dtc cord looked good. No symptoms were reported. Additional information received from the patient. It was reported that the patient received the recharger replacement and everything seemed to work at first but now the recharger was not charging from the desktop charger. The recharger beeped and told them that the recharger needed to be charged. They charged the recharger every night and the desktop charger lit up green. The caller didn't see any visible damage to the recharger port but said that the desktop charger connector might have some pins out of alignment. Patient rep called back from number on pt's record saying they got the dtc, but that did not fix the problem. Caller said the insr would show it needed charging, but when they plug in dtc, nothing happens. During the call, caller reported the screen on insr was blank, even after plugging in to dtc. Caller confirmed green light was on dtc, they were using the new dtc, and there was no damage and connection between the two wasn't loose. Caller tried resetting insr, but the screen was still blank after plugging back into dtc. Caller mentioned at one point during this issue they saw the splash screen, but then nothing since.